Manufacturer narrative:
(B)(4). Pump received with critical pump error or open book image alarm during testing due to moisture damage on electronic assembly. Pump received with cracked case battery tube and cracked case corner of belt clips rails noted. The test reservoir stay locked in place noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack from bottom of belt clip rails to the battery compartment. The customer also stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.